Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for a stroke and low blood glucose of 21mg/dl. Customer treated with glucagon. Troubleshooting found that the drive support cap was normal and the pump programming is accurate. Customer indicated that they would call back at a later time to troubleshoot.